Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device was found to be in backup vvi mode. The device was not implanted and will not be returned.